Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2003. The month of manufacture was august. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. There was a leak coming from the compact block. He cleaned all gaskets and o-rings and reassembled the compact block to resolve the issue.

Event description:
The hospital reported that, unit didn't pass the pre-use checkout and showed ventilator failure. There was no reported patient involvement.